Event description:
It was reported to philips that there was no video signal on living monitor. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was completed by unplugging the live monitor signal cable to review monitor. A philips remote service engineer (rse) inspected the system remotely and confirmed that the real-time screen display on the hanger was black and the signal of the real-time screen went to the reference screen. System restart did not resolve the issue. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Analysis of the log files by fse indicated that there was ippc graphics card error. During troubleshooting, fse found that the issue was due to a damaged ippc graphics card related to the live monitor. Fse replaced image processing pc(ippc) to resolve the issue and was returned for analysis. The cause of the ippc could not be conclusively determined by the supplier's part analysis, however the replacement of the has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.